Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on september 11, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was deployed, and the handle was moved to release the locking mechanism; however, the clip was unable to release from the catheter. The procedure was completed with a different device. It was reported that when the catheter was pulled into the scope, the clip easily dislodged from the mucosa. There were no patient complications have been reported due to this event. Additional information received on september 11, 2024: it was reported that the mantis clip was used in the colon during an endoscopic submucosal dissection (esd) procedure. The procedure was completed with another mantis clip.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was deployed, and the handle was moved to release the locking mechanism; however, the clip was unable to release from the catheter. The procedure was completed with a different device. It was reported that when the catheter was pulled into the scope, the clip easily dislodged from the mucosa. There were no patient complications have been reported due to this event.